Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's wound was "open, oozing and red" about one month after implantation. The hcp was considering converting the pt from intrathecal to oral baclofen. The pump was explanted due to the infection, but not the catheter. The medication in the pump was compounded baclofen 5000mcg/ml.